Event description:
It was reported that the vns patient¿s device showed high impedance. The patient¿s parent stated that the patient previously experienced a fall which may have caused the high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes were received for the vns patient¿s surgical consult on (B)(6) 2014. The notes indicate that prior to the patient¿s recent onset of seizures, the patient had been seizure free for 16 months. The patient¿s parent reported that the patient was having daily seizures which were always worse in the morning. Chest x-rays were taken and reported by the physician to show disconnection between the generator and lead. The patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient had been doing well in regards to his seizures until he recently began having brief breakthrough spells that caused him to fall without warning. The physician stated that the patient¿s device was nonfunctional due to a lead disconnection or lead break. The patient¿s device was disabled and the patient¿s medications were increased.

Manufacturer narrative:
Date of event; corrected data: the initial manufacturer report provided an incorrect event date. This report is being submitted to correct this data. Date of this report; corrected data: the initial manufacturer report provided an incorrect report date. This report is being submitted to correct this data. Date received by manufacturer; corrected data: the initial manufacturer report provided an incorrect aware date. The correct aware date is 07/31/2014. This report is being submitted to correct this data.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death. Adverse event and/or product problem; corrected data: additional information indicates that the event is both an adverse event and product problem.